Manufacturer narrative:
A third-party service agent evaluated the customer¿s device and was able to verify the reported issue. After replacing power supply pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third-party service agent contacted physio-control to report that when their customer's device was evaluated it was verified that the device turns on/off intermittently. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.